Event description:
The customer contact reported air in the tubing distal to the pump with no pump alarm. On an unspecified date and time, the pump was programmed to deliver an unspecified concentration of vancomycin 1500mg, at a rate of 165ml/hr, for a duration of 19 minutes, with a dose frequency of every 8 hours and the delivery was started. No further programming parameters were provided. On (B)(6) 2012 at 1640, the homecare nurse reported air in line alarms with air noted in the tubing set. At that time, the alarm condition was cleared and the delivery was resumed with the same pump and tubing set. On (B)(6) 2012, at approximately 0600, the patient experienced chest pain. At this time, the patient reported that the entire tubing set was full of air and that air was being delivered into the patient's peripherally inserted central catheter (PICC) line. It was reported that the patient stopped the delivery and withdrew an unspecified volume of air from the PICC line using a syringe. It was reported, the patient indicated there was an unspecified volume of medication remaining in the container and that the patient noted air in the medication container. The customer contact indicated that while trying to find the source of air, the patient squeezed the solution container and reported dampness at the cassette; however, the patient could not identify the location of where air was entering the system. The pump was removed from clinical use. At approximately 1100, the patient went to the user facility to have the tubing set changed. It was reported that the patient continued to complain of episodes of chest pain. The customer contact indicated, the patient was admitted to the emergency room for evaluation and for delivery of the remaining dose of vancomycin. An EKG (electrocardiogram) and unspecified blood tests were performed with results reported as normal. The customer contact reported that the patient continued to experience episodes of chest pain which reportedly subsided 2-3 days later. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.